Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510k: k962106.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth location 19.

Manufacturer narrative:
One impl twist mp-1 5.0 mm 10 mm (1994) was returned for investigation. Visual inspection of the as returned product identified minimal signs of use about the implant threads and screw drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and was removed the same day. The reported event could be recreated when the returned device was functionally tested using hand tools. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2018101576. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018101576) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.